Manufacturer narrative:
Note from importer: aware date varies from this report date. Initial determination was that the user exceeded weight limit and suffered minor back injury. On (B)(6) 2015 he reported that he was examined at (B)(6) and may need surgery, alleging that this is related to the fall.

Event description:
End user stated that he was seated on the shower bench in his bedroom and had bent over to tie the laces on his right shoe when the bench tipped backwards. He fell, injuring his lower back. End user is in possession of the bench and has refused to surrender it for eval.